Event description:
Please refer to the initial-report.

Manufacturer narrative:
For the investigation the logfiles and the affected hpsv o2 (high pressure servo valve oxygen) were analyzed. The logfiles showed, that the device performed a warmstart due to a mixer failure on (B)(6) 2018. During a warmstart the evita 4 opens the airway system to allow for spontaneous breathing. This is accompanied by an alarm. After a successful booting sequence (duration about 8 seconds) the ventilation is continued as specified with the parameters set by the user, accompanied by the adequat alarms. After this the alarm "mixer inop" was generated, which was acknowledged by the user by pressing the alarm silence button. It was neither confirmed that the evita 4 activated self-acting the standby-mode nor that the alarms were faulty. The faulty hpsv o2 was replaced, after successful testing the evita 4 was handed over to the user again. The evita 4 reacted according to specification for this failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported: invasive ventilated patient. Issue was observed during the ward round. Unusual noise at the ventilator, monitor black (device off), no ventilation, restart of the device and staying in stand-by (meaning without ongoing ventilation, without alarm). No injury reported.